Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: h6(medical device ¿ problem code). Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being confirmed that the unit was alarming with power up test fail code 14. Then the fse had further troubleshooted the unit after that consulted the manual and cardiosave sos specialist. Fse had also further suspected that there is a vacuum leak which is causing this error code. Then the fse had also further replaced the drive manifold , vacuum regulator , vacuum pressure transducer and vacuum hose. After that the fse had replaced the pressure hose as precautionary measures. Then the fse had further reassembled the unit and performed a full pm with all calibrations of pressure transducers and regulators. The unit had passed all the test and calibrations then during the pm inspection fse had also found the ac panel access to be physically damaged as well as the upper panel assembly. After that the fse had replaced both this items with customers approval. The unit is now ready for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was alarming. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.